Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported experiencing the events of ¿redness outside¿, ¿infection¿, ¿feels very hot," biopsy ¿result indicated skin lesion¿ and identified bacteria. The device remains implanted.

Event description:
Patient later then reported ¿skin atrophy [illegible] in different areas until implant extrusion¿ and ¿pain in the back.¿ pain is not related to the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.7; h.6.

Event description:
Patient additionally reported right side inflammation and history of breast cancer.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional reported seroma. The device has been explanted.